Event description:
It was reported that the customer believes the insulin pump was not delivering enough insulin. The customer was hospitalized with none diabetes related issues and was waiting to have an oncologic surgery. The blood glucose reading was 206mg/dl. The manual prime and high pressure test were performed and they passed. The caller stated that the doctor changed the day before her basal rates because she experienced a hypoglycemia episode during night. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.